Event description:
It has been reported to philips that a patient required CPR while on the table, and the table was locked in the forward position. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the event occurred. The procedure got completed as normal. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional testing, the fse found that the table was locked in forward position, due to position error fault. To resolve the issue, the philips engineer calibrated table geometry. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.